Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient stated that they were having trouble with the 7 programs. Patient stated that their legs were tying up and their hip was hurting. Patient said that the hcps office said that the stimulator was in the wrong muscle. Patient states that the hcp put them on 3 more programs a, b, and c but they could not get them to show up. Patient service walked patient through how to change programs and scroll down to see all of them. The patient was able to switch to a custom program and noted that their legs were already feeling better. When the caller was asked for event date they replied with "a good while".